Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sensor failure and she decided to remove the sensor early. Upon sensor removal, she had slight pain at the needle puncture site. Later that night, the patient woke up with severe pain in her arm and she had feared the sensor wire may have remained in the skin, which prompted her to go to the emergency room (ER). The patient confirmed there were no visible skin reaction symptoms such as redness, itching, or a rash at the sensor insertion site. In the ER, she was admitted to in-patient hospitalization and received IV morphine (unspecified duration) and oral oxycodone (10 mg every 4 hours for four days) for pain management. The next day on (B)(6) 2025, a CT (computed tomography) scan with contrast dye was performed which showed no evidence that a foreign object was retained under the skin. However, they discovered ¿an abscess inside her muscle¿ located at the sensor puncture site. The infection had progressed and caused a pocket of pus to form in her arm, and she had to undergo an incision and drainage (I&d) to relieve the pus. The incision was left open and covered with gauze to allow for continued drainage of pus and other fluids to help promote healing. The patient was discharged home after 10 days on sunday on (B)(6) 2025, with a prescription course of oral antibiotic (clindamycin 150 mg, three capsules three times per day for 10 days) and oral pain (hydrocodone 5-325 mg, one tablet every 8 hrs. As needed) medication to help with the infection and pain. On (B)(6) 2025, follow up contact was made with the patient to verify her condition. She still felt weak and was still trying to gain her strength back by resting and eating vegetables. The wound was still covered in a bandage, and the patient mentioned she has a future scheduled follow up doctor visit on (B)(6) 2025. On (B)(6) 2025, another follow up contact was made with the patient again to verify her condition. The patient had a follow up visit with a physician on (B)(6) 2025, and she was informed that the acute phase of the infection had already subsided, and there was a decrease in drainage, and the wound bed had improved in size (about four inches long). She was advised to keep the wound clean and dry and covered with a bandage/gauze (dressing change twice daily) and to continue taking the pain medication (hydrocodone 5-325 mg, one tablet every 6 hrs. As needed). She mentioned her condition has improved, but she was still taking the pain medication as needed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.